Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The medwatch stated: the surgeon was using a ligasure hand piece for sealing tissue for several minutes and it seemed to be working fine. After sealing some tissue, the hand piece would not open and was stuck onto the tissue. Surgeon had to use a surgical blade to cut tissue to remove blade from the tissue. The customer stated there was no pt injury. Procedure being performed is unk.